Manufacturer narrative:
H11: on august 21, 2025, bd initiated a voluntary field action involving service at customer locations after identifying that venclose¿ digirf¿ generators running software version 3.35 may display a ¿red x¿ without an error code when connected to venclose¿ rf ablation catheters that are functioning correctly. This condition results from a software check feature introduced in version 3.35, which was intended to detect internal wiring issues but is instead producing unintended false failure indications, rendering the catheter unusable. Venclose maven¿ perforator catheters are not affected because the software check does not apply to those devices. Corrective action: bd has implemented a field correction by downgrading affected venclose¿ digirf¿ generators from software version 3.35 to version 3.17. This action was performed by bd representatives to remove the identified malfunction and restore normal device functionality.

Event description:
A patient underwent a radio frequency ablation procedure using the venclose catheter. During the procedure, the generator screen displayed a red x when the catheter was plugged in. There was no reported patient injury.